Manufacturer narrative:
(B)(4) no product evaluation could be completed as the product was not returned for evaluation. A device record review could not be completed as a lot number was not provided for this complaint. Case details were reviewed. Customer stated, "upon removal of introducer sheath the device separated from the hub." It is unknown to what extent of damages, if any, were present at the proximal end of the sheath near the hub. As per the additional information received, the procedure was a tavr. Access site and vessel factors such calcification, scar tissue or tortuosity is unknown. Shaft of the sheath was removed. It is unknown if additional interventional procedure such as a snare was used to remove the sheath or if it was directly pulled off the wire. A manufacturing record could not be completed as the lot number is unknown. No response was provided by the customer. Based on the limited information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
Dr reported that: " upon removal of introducer sheath the device separated from the hub." Ai received on 20mar2024: "shaft of sheath was removed in its entirety from the patient. There was no patient harm, injury or health consequences reported." Associated complaints: 2134812-2024-00014, 2134812-2024-00013 and 2134812-2024-00015.

Manufacturer narrative:
(B)(4)

Event description:
Dr reported that: " upon removal of introducer sheath the device separated from the hub." Ai received on (B)(6) 2024: "shaft of sheath was removed in its entirety from the patient. There was no patient harm, injury or health consequences reported." Associated complaints: 2134812-2024-00013 and 2134812-2024-00015.